Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (1000 mcg/ml at 189.9 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2022. The patient felt for a day not good. The patient's spasticity level was high. After a day she started to feel better and that everything was as usual. When the patient came for a pump refill on (B)(6) 2022, the physician had seen that the pump was in motor stall mode, but the patient felt that the everything was o.k. Regarding environmental/external/patient factors that may have led or contributed to the issue, MRI was noted. The company representative told the physician to reconnect to the pump a few times still they see the recovery in the logs. After a few times they then had seen that the pump motor stall recovered, although the pump did the recovery a few days before. As per the logs provided, the following had occurred: (B)(6) 2022 16:53 - critical alarm - pump motor stall occurred, (B)(6) 2022 16:53 - critical alarm - stopped pump duration exceeded 48 hours, and (B)(6) 2022 - pump motor stall recovery. No further actions were taken to resolve the issue. No surgical intervention was planned. The issue was resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. The patient's medical history and weight at the time of the event was unknown or would not be provided.